Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The data acquisition board was replaced to resolve the issue. No patient information provided to date after calls to customer on (B)(6) 2022 and on (B)(6) 2022. Legal manufacturer: (B)(4).

Event description:
The hospital reported the unit shutdown during a case. The patient was switched to manual ventilation, unit replaced, and case resumed. There was no patient injury.